Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-01975, 3005099803-2012-01976, 3005099803-2012-01977, and 3005099803-2012-01978 address these devices. It was reported to boston scientific corporation that four resolution clips were used on (B)(6) 2012 during a colonoscopy with polypectomy. According to the complainant, during the procedure, the first resolution clip (mr # 3005099803-2012-01975) failed to release from the delivery catheter. The device was withdrawn from the patient and a second clipping device was used. However, after locking the clip onto the target tissue, the device had to be manipulated to release the clip. Once separated, the clip detached from the tissue and into the patient. The same issue occurred with the third and fourth resolution clips used; once the clips separated, after manipulation, both detached into the patient. The case was completed without issue using a snare. No patient complications resulted from this event.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and returned with the device. The control wire was separated per design. Additionally, the yoke was not returned with the device. The reported event of clip failed to release was not able to be confirmed. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-01975, 3005099803-2012-01976, 3005099803-2012-01977, and 3005099803-2012-01978 address these devices. It was reported to boston scientific corporation that four resolution clips were used on (B)(6), 2012 during a colonoscopy with polypectomy. According to the complainant, during the procedure, the first resolution clip (mr # 3005099803-2012-01975) failed to release from the delivery catheter. The device was withdrawn from the patient and a second clipping device was used. However, after locking the clip onto the target tissue, the device had to be manipulated to release the clip. Once separated, the clip detached from the tissue and into the patient. The same issue occurred with the third and fourth resolution clips used; once the clips separated, after manipulation, both detached into the patient. The case was completed without issue using a snare. No patient complications resulted from this event.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.